Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was observed that the wheels were damaged and worn. The wheels were replaced. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex machine, the wheel could not be "properly used". There was no patient involvement. No additional information is available.